Manufacturer narrative:
No sample has been received by mfg for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A nurse reported that black stringy bits of debris were noted inside of the pt's eyes while using a viscoelastic product during surgery. The debris was washed out of the eye during the procedure. There was no impact to the pt. Add'l info was requested.